Event description:
Cook medical reported for the customer, "(B)(6) 2012 the pt had a planned port removal from the right arm. Upon removal of the port, the physician had to open up the pocket, when he did that and went to pull the port out, there was only about 1 inch of the catheter attached to the port. The physician then fluored the arm, no catheter. They fluored the chest and found the remainder of the catheter in the right atrium and pulmonary artery. The pt was scheduled for a removal the following day and sent home. On (B)(6) 2012, the pt had the catheter segment by the ir; uncomplicated removal. Pt sent home following the procedure. Currently, the pt has no complications." On (B)(6) 2012, the pt had the catheter segment by the ir; uncomplicated removal. Pt sent home following the procedure.

Manufacturer narrative:
(B)(4). Results and conclusion: see attached technical report. Engineering reported, "a mini port body, catheter lock and two segments of catheter (33 & 3.5cm) were returned. Inspection of the port body showed that two suture holes had been used. The fracture area of the catheter segments had a high level of burnishing present and elliptical cross sections. There was no evidence that the catheter was damaged by a surgical instrument." Engineering stated, "the catheter was repeatedly pulled/rubbed against the pt's anatomy. A combination of abrasion and pinching weakened the catheter wall creating a point for a crack to propagate across the cross section." See scanned pages.